Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "inflammation/irritation" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: inflammation/irritation.

Event description:
Patient reported unknown side "having quite a few problems, so much inflammation, and scar tissue". Device has been explanted. This record is for the right side.

Event description:
Patient reported unknown side "having quite a few problems, so much inflammation, and scar tissue". Device has been explanted. This record is for the right side.